Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. The device was not received for analysis; therefore, an investigation could not be performed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records. Additional information requested but not received- 1st f/u attempt to affiliate: did the device cut the tissue? If yes, was there any issue with the cut line such as incomplete cut line, jagged, dull knife, etc? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? What color cartridge was being used? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any of the forces higher or lower than expected (closing or opening)?

Manufacturer narrative:
(B)(4). Additional information additional information requested and received: did the device cut the tissue? Yes. If yes, was there any issue with the cut line such as incomplete cut line, jagged, dull knife, etc? Yes. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 3rd or 4th. What color cartridge was being used? Blue. Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Yes. Were any of the forces higher or lower than expected (closing or opening)? No. Intra-operative video was received. Based on the movement of tissue in the jaws of the device, tissue plowing can be confirmed. This event might have been a prior firing crotch staple and/or tissue thickness being a challenge for the staple cartridge or crossing of existing staple lines at an angle conducive to trapping the knife in a cross hatch of staples. In these cases the knife was unable to cut at the same rate that staples were being deployed (knife advancement), hence the tissue starts to get pushed/plowed forward bunching up staples and not cutting properly. When tissue starts to move within the jaws, the tissue and staples log jam until the forces get great enough to break loose, pushing the mass forward as the unstapled tissue gets pushed out distally toward the end of the jaws uncut. Sometimes the knife can start to tear through instead of cutting the tissue. Proper device cleaning between firings is important in preventing staples from previous firings possibly getting picked up by the knife on the subsequent firing creating jamming and/or a cutting issue. Refer to instructions for use for cleaning details. Crossing an existing staple line can potentially create a cross hatch of staples trapping the knife causing the tissue to plow forward and staple to bunch up. When crossing an existing staple line, the angle that the knife crosses should be as close to coincident with the gap between the staples and staple rows as possible. Best results are often achieved between 30 and 60 degrees. Based on the video evidence, the belief is that the complication was probably one or an interaction of some combination of the following factors: tissue thickness to cartridge mismatch, a migrant staple picked up by the knife, or crossing of an existing staple line.

Event description:
It was reported that during a mini gastric bypass procedure the tissue was milked out and the staples malformed. Sutures were used instead of staples to complete this procedure. No patient consequences reported.